Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of diarrhea and bacterial peritonitis in a patient coincident with dianeal and extraneal therapies for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal and extraneal therapies was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced diarrhea. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The cause of peritonitis was diarrhea. Treatment was not reported. At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.